Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, low pacing impedance and a polarity switch resulting in high capture threshold was noted on the right ventricular (rv) lead. The physician suspect rv lead damage to be the cause of the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.